Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported that customer had issues with infusion set being blocked after getting back on insulin pump therapy. Customer's blood glucose was 475 mg/dl and changed infusion set again. Customer's blood glucose went down to 281 mg/dl. Troubleshooting could not be performed due to customer not being available with insulin pump.